Event description:
It was reported that balloon rupture occurred. The target lesion was located in the central vein. A 12.0 x 40, 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon ruptured while increasing the pressure just before the crush. The device was replaced with another of the same product and completed the procedure. No complications were reported.

Manufacturer narrative:
D2b pro code (product code): lit, dqy.